Event description:
The patient underwent a right axillo bifemoral bypass surgery on (B)(6) 2013. After right armpit, right femoral artery and left femoral artery anastomosis was done, severe oozing from a no right part of left femoral graft was reported (about 700 ml/30 minutes). Although hemostats, such as surgicel and dermabond, were used, bleeding could not be stopped. Bleeding managed to be stopped by repairing the involved part of the graft with 5-0 proline attached mattress. Four hours later, the patient's abdomen swelled and re-operation was started. Bleeding was found from no ring part of the graft between right armpit and anastomosis site of femoral artery. The bleeding was stopped using freeze plasma/surgicel and tachocomb. On (B)(6) 2013, CT scan was conducted because of the patient's abdomen swelled again. It was reported that a little blood leakage occurred at the bifurcation of the graft, that could be stopped by astriction with abdominal bandage. No additional information could be obtained at the date of this report.

Manufacturer narrative:
Fragments of the complaint device were sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.